Event description:
Customer reported via phone call to have been hospitalized on (B)(6), 2015 with blood glucose of 500 mg/dl. Customer states prior to hospitalization to have high blood glucose with symptoms of nausea and headache. Customer was hospitalized due to diabetic ketoacidosis. Customer was treated with insulin drip. Customer reports that insulin pump was removed by paramedics prior to hospitalization. Customer reports that while in the hospital, customer attempted to reconnect insulin pump and insulin pump did not deliver insulin even after troubleshooting on her own. Troubleshooting was performed with company representative and customer reported that there were four black circles inside reservoir. Customer was not able to complete troubleshooting due to not having tubing clamp. Customer was advised that tubing clamp would be sent. Customer was also asked to return reservoirs with circles for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.